Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the large roller pump had stiff rotation of the rollers/guts. Rough running of the rollers/guts, was nearly to a stop at one point of rotation. Per the customer, the occlusion settings were checked and correct. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The suspect roller pump is being returned to the subsidiary repair center for repair.